Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Staples did not deploy during functional testing of one reload. The device was disassembled and it was identified that the sled component was split as a result of being assembled in an incorrect orientation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic gastrectomy, the surgeon started firing the device to the duodenum, however the tissue was not stapled at all and was only resected. After the firing, they checked the cartridge, and noted that the sled which advanced to the distal end seemed to be broken. The procedure was converted to an open procedure. Less than 200 cc of bleeding occurred as a result of the issue. The surgical time was extended by more than 30 minutes.